Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).

Event description:
Additional information later received reported the pump was replaced due to the motor stalls. On (B)(6) 2015, the patient started hearing the alarm and had exhibited signs of withdrawal. The logs showed multiple stalls and recoveries from (B)(6) in the logs with the most recent stall on (B)(6) 2015 at 00:13. The patient started taking oral (po) baclofen. The patient was admitted on (B)(6) 2015 and then the pump was replaced on the (B)(6) 2015. The patient recovered without sequela.

Event description:
The patient heard the pump alarming ((B)(6) 2015). He went to bed with the pump alarming. The pump stopped alarming in the afternoon on ((B)(6) 2015). The pump was interrogated on the date of this report and the logs showed multiple motor stalls and recoveries. The pump stalled (B)(6) 2014 at 17:03 and recovered the same day at 17:24. The pump stalled again on (B)(6) 2015 at 17:21 and recovered the same day at 17:52. The pump stalled (B)(6) 2015 at 23:49 and recovered (B)(6) 2015 at 05:00. The pump stalled on (B)(6) 2015 at 18:58 and recovered on (B)(6) 2015 at 17:03. Per the reporter, when the patient was specifically asked about the two most recent motor stalls, the patient stated that he did not notice any change in pain or spasticity during those motor stall events. Upon discussion with patient, he was unable to identify any external causes for the two most recent motor stalls when reviewing the times. The cause of the motor stalls was unknown. The nurse discussed the need to call as soon as possible if the patient heard the critical alarm. They sounded the alarms for the patient so he could hear what the critical and non-critical alarms sound like. The patient stated he had heard the critical alarm on (B)(6). The patient¿s pump was reprogrammed to have the critical alarm set for every 10 minutes and non-critical remained at the one hour interval. Pump replacement was planned. The device system was delivering hydromorphone and compounded baclofen.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).